Manufacturer narrative:
The analyzer serial number is (B)(6). All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification. No product problem was identified.

Event description:
There was an allegation of questionable elecsys hiv duo results for 3 patient samples on a cobas 8000 core unit. The customer questioned the results as the antigen results were reactive but the antibody results were negative. On (B)(6) 2026, sample 1 had an initial result of 1.98 coi, interpreted as reactive. The sample was sent to another laboratory and tested on another e801 analyzer and the result was 3.80 coi, interpreted as reactive. On (B)(6) 2026, the sample was tested on an e601 analyzer using am hiv combi pt reagent and the result was 0.463 coi, interpreted as non-reactive. The sample also underwent nucleic acid testing and was tested on a mindray analyzer and the results were negative. On (B)(6) 2026, sample 2 had an initial result of 1.18 coi, interpreted as reactive. The sample was sent to another laboratory and tested on another e801 analyzer and the result was 1.15 coi, interpreted as reactive. On (B)(6) 2026, the sample was tested on an e601 analyzer using am hiv combi pt reagent and the result was 0.306 coi, interpreted as non-reactive. The sample also underwent nucleic acid testing and was tested on a mindray analyzer and the results were negative. On (B)(6) 2026, sample 3 had an initial result of 3.26 coi, interpreted as reactive. The sample was sent to another laboratory and tested on another e801 analyzer and the result was 3.54 coi, interpreted as reactive. On (B)(6) 2026, the sample was tested on an e601 analyzer using am hiv combi pt reagent and the result was 0.286 coi, interpreted as non-reactive. The sample also underwent nucleic acid testing and was tested on a mindray analyzer and the results were negative.